Event description:
It was reported to philips that the device has error code at shock testing. There was no patient involvement. The customer / biomed worked with the technical support representative. The biomed replaced the therapy pca. The device failed the test on first try but then after it consistently passed testing. The derive seems to be working correctly according to biomed. There is no further actions at this time. The device is now at end of support and further servicing is not available through philips.

Event description:
It was reported to philips that the device has error code at shock testing. There was no patient involvement. The customer / biomed worked with the technical support representative. The biomed replaced the therapy pca. The device failed the test on first try but then after it consistently passed testing. The derive seems to be working correctly according to biomed. There is no further actions at this time. The device is now at end of support and further servicing is not available through philips.